Event description:
A ventilator stopped cycling without an obvious cause. No alarms were activated on the ventilator. The ventilator stopped cycling and all indicators and displays went dark. A pt was connected, but no injury occurred. Upon investigation by the bio-med dept the interrupted cycling was found to be caused by a defect fuse on the power supply board. The alarm failure could however, not be reproduced.